Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is underway. The monitor was unable to undergo incoming functional testing. The monitor's electrode belt receptacle was not connected to the case, preventing the monitor from being able to undergo incoming functional testing.

Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing facility while wearing the lifevest on (B)(6) 2021. The patient's monitor was returned and unable to undergo incoming functional testing. Clinical review of the ECG recording from the date of the event is underway. A supplemental report will be submitted upon completion of the review.